Event description:
It was reported that: while the device was ventilating a pt, the device powered off and stopped ventilating. Smoke was observed coming from the ventilator. No pt injury.

Manufacturer narrative:
H3: evaluation is pending, info will be provided in a follow up report.